Manufacturer narrative:
During evaluation the tip is broken off the device. Conclusion could not be made for the reported device failure.(B)(6)

Event description:
When the dr. Started to turn anchor inside bone the anchor tip snapped. Second anchor tip bent when dr tapped inserter with hammer. Per malfunction report, the tip of the anchor remains in the patient. Axial alignment was maintained. And the ao 2 finger technique was used. Second anchor tip bent when dr. Tapped inserter with hammer.